Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro ll device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was a recanalization of the right superficial femoral artery as part of crossover intervention that was moderate to heavily calcified. The 6.0x150mm absolute pro stent partially deployed, the thumbwheel became blocked, which prevent the delivery system from being removed from the patient as the delivery system could not be moved forward or back. The stent was surgically removed via arteriotomy of the femoral artery on the right and the delivery system via the femoral common on the left. The patient was discharged five days later. There was no adverse patient sequela; however, clinically significant delay was noted. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderate to heavily calcified anatomy and/or inadvertent mishandling resulted in the noted device damages (bent jacket, multiple kinked stent sheath) preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. As reported, the stent was then surgically removed resulting in the noted stent damages (separated/bent/ stretched/broken struts). Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.